Event description:
It was reported that the user experienced postprandial hyperglycemia after breakfast and prior episodes of post-lunch hypoglycemia while using the ilet system, with the user not counting or estimating carbohydrate amounts when announcing meals indicating possible incorrect meal size announcements. No device malfunction or need for factory reset was identified. Symptoms included hypoglycemia reaching 60 mg/dl and hyperglycemia with a peak of 270 mg/dl. Outcomes included self-management at home without emergency treatment or hospitalization. Investigation included complaint handling and user education on proper meal announcements and carbohydrate awareness. Investigation of this case revealed use error related to inaccurate meal sizing and carbohydrate awareness during announcements. It was concluded that the device functioned as designed and the event resulted from user technique, for which education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.